Event description:
A bipap a40 device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device, the service technician observed ventilator inoperative error code e086 (failure of the outlet pressure sensor). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, dust/dirt contamination was found inside the device, the accessory port cover was missing, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped after the evaluation was completed.